Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient's parent stated that the patient went unconscious at 2:00am on (B)(6) 2022. They indicated that the patient was getting low notifications when they found him unconscious. The patient was unresponsive for 3-4 minutes. The cgm was displaying 3.7 mmol/l while the bg was 1.4 mmol/l. The patient was given 40g of glucagon and he regained consciousness. After two hours, the patient's blood glucose were in normal range. At the time of the report, the patient had fully recovered and their blood gluocse was 12.2 mmol/l. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Event description:
The reported glucose values fall within the c zone of the parkes error grid.

Manufacturer narrative:
(B)(4).